Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead tip was found covered in fibrotic tissue. Calcifications are known to cause high impedances and pacing thresholds and are thus assumed to be the root cause of the observed high rv impedance and pacing threshold. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 44 months, it was observed that the threshold increased gradually. The lead was explanted.